Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, at the moment of inserting the healicoil knotless anchor, it fractured completely and after that, the suture remained loose; therefore, all the pieces were removed from the patient. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor is missing some threads. Bio debris is present. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate but will not move the distal anchor/plug rod forward. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.